Manufacturer narrative:
Results: no product will be returned for evaluation.

Event description:
In 2008, the patient reported experiencing elevated blood glucose since 2008. Her physician decreased her basal rates from 5:00pm-12:00am and her blood glucose has been 200-400 mg/dl since that time. Her target blood glucose level is 120 mg/dl. Symptoms of elevated blood glucose are feeling bad and dizzy, however she has not experienced symptoms lately. At 10:30am her blood glucose measured 383 and she bolused 10.5 units of insulin. At 1:24pm her blood glucose measured 459 mg/dl and she bolused 3.5 units of insulin. Troubleshooting did not reveal any product issues. She stated that she does not refrigerate her insulin. She was advised to follow the manufacturers instructions for storage. The patient was advised to contact her physician. Upon follow up in the same month, the patient's sister stated that the patient changed her infusion site after the initial report and she has been doing well. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.